Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes noted on one type of tube in particular during unblocking, the tube is tight in holder. This event occurred 39 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to tacky stoppers as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tacky stoppers. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® fx 10mg 8mg plus blood collection tubes noted on one type of tube in particular during unblocking, the tube is tight in holder. This event occurred 39 times. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.